Event description:
The user facility reported that the reliance 444 was leaking water and soap creating a puddle larger than 3x3 feet. No injuries, procedural delays or cancellations or property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the door gasket needed to be changed. He repaired the unit, ran a test cycle and returned the unit to service. No further issues have been reported.